Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Bottom case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Syringe test was able to duplicate the reported problem. The device was unable to recognize all different syringe sizes. The root cause of the reported issue was found to be damaged size pot slide. Actions were taken to mitigate the reported issue: replaced size pot.

Event description:
It was reported that the device was presenting with syringe size sensor alarm. No patient injury was reported.